Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. The manufacturer¿s international service technician confirmed the issue and replaced the fan guard (fan filter housing) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a missing fan guard. There was no patient involvement.